Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was conducted. The report indicates that the: DHR review for part #03.010.058, lot #4820682, release to warehouse date: 08-dec-2004, expiration date: n/a, supplier: (B)(4), the slide / fixed hammer, p/n 03.010.058, lot # 4820682, for (B)(4) parts, was manufactured to the b(B)(4) work order # (B)(4) wb and the (B)(4), dated november 24, 2004, for 28 parts. The lot of (B)(4) parts was dispositioned as conforming and the mrr was closed on december 07, 2004, therefore it is not relevant to this complaint condition. The (B)(4) parts were released to the warehouse on december 08, 2004. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a piece of the wooden handle on a mallet broke off during a humeral nailing procedure on (B)(6) 2016. As the surgeon malleted the humeral nail, a piece of the handle broke off and fell to the floor. Another mallet was available for use. There was no reported surgical delay. The procedure was completed successfully with no harm to the patient. This complaint involves one (1) device concomitant devices reported: unknown humeral nail (part #unknown, lot #unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the product was received under the complaint condition ¿broken: intraoperatively.¿ this complaint is confirmed, as the instrument¿s handle was broken into two (2) pieces. The handle piece that has broken off is approximately 94mm long x 17mm wide x 20mm high as measured using calipers. A visual inspection under 5x magnification, a device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique, or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The slide/fixed hammer is a component of the dynamic helical hip system and humeral nail-ex system, which is utilized with the titanium cannulated humeral nail system. The slide/fix hammer is specifically used to aid in antegrade and retrograde nail insertion, insertion of spiral blades, and the removal of both the spiral blades and nails. During the device history record review, it was noted that a material record report was written for two (2) issues: inconsistent finish on all twenty-eight (28) parts in the lot. The finish was dispositioned as being within the acceptable cosmetic range ¿ parts are conforming. Incorrect part number on the certification. The revised certification was requested from the supplier, reviewed, and approved. The applicable drawings for the slide/fixed hammer were reviewed: top-level and handle component. The drawings were found suitable for the intended use, application and dimensional conformity. The manufacturer is unable to determine a definitive root cause. However, the complaint condition was most likely caused by cumulative wear from repeated use and repeated sterilization cycles over the device's 11+year lifetime. It is not likely that the design of the device contributed to this complaint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.